Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: floor. The analysis result of the er320 device found that it was received with the floor damaged. Due to the returned condition of the instrument, no functional testing could be performed; no conclusion could be reached as to what may have caused the reported incident

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all of the clips that were fired were malformed. In some cases, it seemed as if the clips were partially deployed in the jaws. One of the legs partially on the jaws, caused trauma to the tissue (this is how the surgeon noticed that the clip was partially ejected). Another like device was used to complete the procedure.